Event description:
It was reported that PICC placed 10/12 and used for cyto. Used for blood-samples two days ago and now its leaking in the beginning of the catheter

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3428 showed no other similar product complaint(s) from this lot number.